Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was at the time of incident it 455 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer reported that there was crack on the top side of battery runs down where the clip back . The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with minor scratched display window, case and keypad overlay.